Event description:
After surgery a smoldered spot the size of a dime was identified on a drape that was used to cover the pt. When the drape was removed a blister the size of a dime was noted on the pt's abdomen.